Manufacturer narrative:
As of today the device has not been received for analysis. Should the device be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received inappropriate shocks for oversensed noise. The patient was seen for a revision procedure where a fracture was identified. The lead was explanted. There were no additional adverse patient effects reported.